Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from an online forum, (B)(6), to wearers on acuvue oasys contact lenses. On (B)(6) 2013, the complainant posted: "are you aware of any studies that single out the acuvue oasys as the cause of corneal ulcers. Perhaps it's just a coincidence, but I started to develop corneal problems with this contact, too, so I switched to the 1-day acuvue moist. My optometrist thought that my problems with the oasys might have occurred because the case curve of this contact was not quite right for my eye." We have sent a message to the pt through the site but have not yet received a response. A request to desist in contacting posters on this site has been received from the site owner. No further contact attempts will be made. The severity of the alleged "corneal problem" is unk. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. (B)(4).

Manufacturer narrative:
Labeled for single use or reuse. (B)(6).